Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was 2009. Predilatation was performed prior to stenting of the mid lad with a xience v stent. The first attempt to reach the lesion failed; however, during the second attempt at deployment of the stent, a proximal edge dissection occurred which required treatment with another xience v stent. The 1st obtuse marginal and the rca were also treated successfully, without any adverse effects. No additional event or pt info is available.